Event description:
Patient reports that pump freezes and is not functional. Patient has not experienced any adverse event due to pump malfunction. Patient does not have serial number of the malfunctioning pump. New pump being sent to patient. Fault did not occur while product in use by the patient. Patient was able to switch to back up pump. No other information known. Reported to (B)(6) by: patient/caregiver. Strength: 10mg/ml. Dose or amount: 93.8ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.